Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the slide clamp was detected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The keyhole requires replacement as a precautionary measure. The issue of not responding to slide clamp in keyhole would render the pump unusable and would result in a delay of the therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not respond to slide clamp in keyhole during an unspecified process step. There was no patient involvement. No additional information is available.